Manufacturer narrative:
Product ID: 8703w, lot# l50556, implanted: (B)(6) 1998, product type: catheter. Product ID: neu_unknown_prog, product type: programmer. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) and the pump was beeping. There had been no recent changes to the pump. The patient had reported that the pump beeped once last week and then once yesterday. It started beeping more this morning and the patient was having spasms in her legs. The patient was also having pain in her back, legs, and arms. The healthcare provider confirmed a 2 toned alarm consistent with a critical alarm. It was later reported that the patient showed up in the emergency room (ER) and stated that she heard an alarm over 3 weeks ago but never told anyone. The patient demonstrated a return of spasms and back pain although the ER doctor also stated that she had a kidney stone. Pump interrogation revealed that the patient had a low reservoir and then empty reservoir alarms active. The home infusion company that normally did her refill stated that the alarm date was (B)(6). The home infusion nurse was going to the hospital to refill the patient¿s pump. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver gablofen. It was later reported that the patient went into the hospital on (B)(6) 2013 where they found that the pump was dry and wasn't working. This was confirmed with the 8840. The last refill was on (B)(6) 2013 and the next refill was due sometime around (B)(6) 2013. While the patient was in the hospital they put her on oral baclofen to which she was still taking. The patient was taking 20mg every 8 hours. The patient returned home from the hospital yesterday. It was later reported that the emergency room (ER) had a programmer and read the pump, the events occurred were low reservoir on (B)(6) 2013 and empty reservoir on (B)(6) 2013. The patient was just refilled on (B)(6) 2013. The nurse went to the hospital to access the pump and there was 26ml left. Upon looking at the reports from the refill on (B)(6) 2013 and the event logs from the pump, it was determined that the pump was never updated. Per the logs, the last update was in (B)(6). It was noted that the patient was still getting the meds, even though the alarms had occurred. The patient reported hearing an alarm but not saying anything and then hearing it again later. It was unclear if an alarm was heard and when. The ER physician thought the patient was having baclofen withdrawal due to increased pain and spasms, but the physician also thought the patient had a kidney stone, which ended up being a broken stent.